Manufacturer narrative:
(B)(4).

Event description:
It was reported that a subject on (B)(6) had written she had a pocket fill but was ¿ok¿. It was later reported that it was an old pocket refill from ¿(B)(6)¿; that the patient was in the hospital. It was later reported that a coordinator had mentioned in (B)(6) that there was a (B)(6) status update page talking about a pocket fill reaction and hospitalization. Per the coordinator, it did not happen at their site.